Manufacturer narrative:
H10 h3, h6: the reported devices were not received for evaluation. However, other devices were received. A visual inspection of these devices revealed that they were returned in sealed/unopened trays with the batch number of the complaint on the label. The color scheme of the device matches the print. There is no visible defect of the device or packaging. A functional evaluation was performed on the returned devices and found that when connected to a reference mdu, each one spins as intended without grinding, seizing, or unexpected noise. Each device was connected and disconnected twice with no failure. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an unspecified procedure, the seal of (B)(4) units of the boxed incisor plus bl was turned and couldn¿t be replaced, therefore, they no longer fit into the shaver. Surgery was completed with a back-up device instead. There was a delay greater than 30 minutes, and no further complications were reported.